Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: ventilator alarming, respiratory on unit responded immediately. Ventilator not registering patient's exhaled tidal volumes. All vital signs were good including oxygen saturation, new ventilator obtained, and original ventilator sent to biomed for evaluation. No harm to patient.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: ventilator alarming, respiratory on unit responded immediately. Ventilator not registering patient's exhaled tidal volumes. All vital signs were good including oxygen saturation, new ventilator obtained, and original ventilator sent to biomed for evaluation. No harm to patient.